Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd veritor ¿ sars-cov-2 & flu a+b false positive flu results were obtained by the laboratory personnel. A pcr test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. Eua (B)(4). The following fields were corrected with additional information: " it was reported that customer reported a false positive result related to the bd veritor¿ sars-cov-2 and flu a+b assay ( ref # 256088- lot # 1284168). She said that a patient sample tested positive for flu a & flu b. "

Event description:
It was reported that while using bd veritor ¿ sars-cov-2 & flu a+b false positive flu results were obtained by the laboratory personnel. A pcr test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. (B)(4). The following fields were corrected with additional information: " it was reported that customer reported a false positive result related to the bd veritor¿ sars-cov-2 and flu a+b assay ( ref # 256088 - lot # 1284168). She said that a patient sample tested positive for flu a & flu b "

Manufacturer narrative:
H.6. Investigation summary: this statement is to summarize the investigation results regarding your complaint that alleges invalid result (error 26) when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 1284168. Bd quality performs a systematic approach to investigate invalid result complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. An error 26 result message occurs when a dual flu positive condition is obtained (flu a & flu b = positive). Testing consisted of using both positive and negative controls for flu a & flu b. The reported issue was unable to be confirmed. The root cause could not be identified. No trend against invalid result was identified. Currently no adverse trend for invalid result was identified. Bd quality will continue to closely monitor for trends. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.